Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Per the service record, a field service engineer performed an on-site assessment and confirmed the reported event of system message (footswitch pressed or malfunctioned) in the system event log. The arcuate was not confirmed, and the field service engineer was unable to replicate the either issue while on-site. As a preventative measure, the field service engineer replaced footswitch, then found the system to meet company specifications per service test procedure. The customer reported event was confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there is an issues with arcuates prior to footswitch malfunction during cataract surgery in the left eye of the patient.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).